Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop headaches, cancer, sinus issues and black particles in the device and airway. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inspected and the evidence of sound abatement foam degradation/breakdown was observed in the base unit. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were three error 53 (continue error) found. The manufacturer concludes there was evidence of sound abatement foam degradation was confirmed. Sections d8, d9, h2, h3 and h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop headaches, cancer and sinus issues. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.